Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they don't think the device is working anymore. Patient said they keep having to pee every 15 minutes. Before they knew it was working because if they had a couple drinks, they weren't going to the bathroom every 10 minutes. Patient stated that they can get connected to their settings and make adjustments, but they have tried everything and nothing has worked and they do not know how to proceed forward now. Agent reviewed with patient. Patient also said they can feel the stimulator through their skin, and it's pretty close to the bottom of their skin and it can be seen through jeans. The patient was redirected to their healthcare provider to further address the issue and discuss custom programs. Patient mentioned they have a colonoscopy scheduled for next monday.